Manufacturer narrative:
We followed up with the customer, and they indicated that the display was completely black and no image was being displayed. The customer found that the display power supply had failed and resolved their issue by replacing it.

Event description:
Please refer to importer report #: (B)(4).